Event description:
It was reported by service report that the left abduction would not lock into position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Abduction ring.